Manufacturer narrative:
(B)(4). The torque wrench handle (product code: 2770-40-510, lot number: e0805) was returned to the complaints handling unit (chu). Complaint is a reportable malfunction. Date received by manufacturer date = 01-11-16. Decision tree is reassessed and complaint determined to be reportable based torque testing performed on this instrument. The amount of torque exerted by the handle fluctuated greatly, but always remained well above the upper limit for the handle regardless of its setting.no report of any adverse consequences to a patient or delay to procedure. Over torquing wrench handle may have caused or contributed to the event. Excessive insertion torque could result in hardware damage which then may allow the hardware to be subjected to even higher torque loads. The torque wrench appeared to be heavily used. The wrench could be shifted between the 60 in*lb and the 80 in*lb setting, but not up to the 100 in*lb setting. Torque testing was performed on this instrument. The amount of torque exerted by the handle can fluctuate greatly, but always remained well above the upper limit for the handle regardless of its setting. The torque wrench was subsequently sent for disassembly. All parts of the device feature some degree of wear and rust. This includes interior of the ratcheting mechanism for this torque wrench including its sprocket. The most telling observation was that the lubricant inside the device had dried to a sandy, powdery consistency across the entire inside of the device and all associated parts. A combination of age (>10 years) and lack of maintenance to prevent rusting and dried lubrication may have resulted in the high amount of torque exerted by this torque wrench. The age and lack of maintenance may have also caused the torque setting portion of the handle to become stuck between the 60 in*lbs. And 80 in*lbs. Settings. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque wrench exerting more torque than intended cannot be determined from the sample and the information provided. A potential root cause may be lack of lubrication, rust, and damage in combination with the advanced age of the instrument, resulting in the torque wrench exerting more torque.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The torque handle when used intra- operatively during spinal fusion would not torque correctly. There was a fault with the handle.